Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 170 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 184 mg/dl and 164 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1: 165mg/dl (B)(6) 2015 05:18 pm fasting: no; 2: 98mg/dl (B)(6) 2015 05:11 pm fasting: no; 3: 122mg/dl (B)(6) 2015 04:51 pm fasting: no; 4: 123mg/dl (B)(6) 2015 04:15 pm fasting: yes; 5: 124mg/dl (B)(6) 2015 02:54 pm fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 170 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 184 mg/dl and 164 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.